Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.